Manufacturer narrative:
Product event summary: additional analysis identified cracks in the rf module substrate. Copper was found in the crack, making the crack a possible leakage path. Electrical simulations showed that a resistive short has the effect of excess current on the avdd supply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Analysis confirmed the low battery voltage. Higher than nominal system current drain was observed on the avdd supply. However, the high current condition cleared after the hybrid was removed from the device. The analysis was terminated due to the inability to reestablish a high current drain condition. No hybrid anomalies were found. Performance data collected from the device was received and analyzed, signifying that the time is approaching for device replacement. Battery voltage pre-approaching recommended replacement time (rrt) at 2.74 volts.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited increased current drain resulting in early battery depletion after less than one year of service. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.